Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated the subject device and found as follows; the basket wire was broken at 932 mm from the distal end. The shape of the basket was deformed. The operation pipe was broken at the junction between the operation pipe and the operating wire. The mark that a large load was applied was found at the fracture surface of the operation pipe. There was no abnormality with the outer diameter of the operation pipe. The device history record was reviewed and found no irregularities. Based on the past similar cases, it was known that during crushing the calculus, a larger load than durability strength of the product was applied due to the factors such as size, hardness, and shape of the calculus. As a result, the brazed area of the operating pipe and the operating wire might be broken. The instruction manual of the device has already warned as follows; do not use this instrument for a calculus that is assumed impossible to be crushed by a lithotriptor. The pipe or the basket wire may break and part of this instrument may remain in the body. This instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus was informed that during a lithotrity, the subject device was used. The subject device could not be removed from the patient. The user tried to crush the calculus with the emergency lithotriptor, however the operating wire was broken. The user could not release the calculus and the procedure was abandoned. On the following day, the user performed an open surgery and removed the subject device from the patient body. The patient recovered. This is the report regarding the switching to the open surgery.